Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Left motor has broken wire at the strain relief which causes the chair to cut out when going up or down ramps/inclines.